Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first proglide suture was successfully replaced. The following five proglide sutures did not work; there was no connection between the needles and the feet. Proglide use was discontinued. A surgical cutdown was performed. The sheath was upsized to 16f and the evar procedure was completed. Surgical suturing achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 4 proglide devices with reported issues referenced are filed under separate manufacturing report numbers.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: as the procedure was continued surgically, tissue damage to the blood vessel occurred. No additional information was provided.